Event description:
It was reported to medtronic neurosurgery that the patient has experienced episodes of nausea, disorientation, dusky appearance, fever, headache and non-responsiveness. At the time the report was made, it was stated that the four-year-old patient with diagnosed hydrocephalus had already undergone three revisions and that a medical examination ruled out seizures. Reportedly, the patient's mother believes that a potential shunt malfunction is responsible for these symptoms. However, the report also states that the neurosurgeon handling the patient's treatment believes the symptoms are attributable to a sensitivity to pressure change, and are induced by the slightest dilation of the ventricles. According to the report, thus far the physician has not deemed that surgical intervention or revision of the shunt is warranted.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.